Event description:
Noise was reported on the rv channel during in-office interrogation. No inappropriate therapies were reported. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.